Event description:
During the index procedure, the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the mid sfa of the right leg. Approximately 7 months post index procedure, the patient was diagnosed with high grade stenosis of the left sfa. The investigator assessed that the event was not related to the study device or procedure. The stenosis was treated approximately 2 months later with an unknown pta, a non-mdt stent and an unknown brand des. Outcome is resolved.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (restenosis requiring surgical intervention). Conclusions: known inherent risk of procedure (restenosis requiring surgical intervention). (B)(4).